Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly explanted for device extrusion. The explanted device will be followed under MDR 3006556115-2024-00995. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A review of the recipient test data indicated impedance issues. Programming adjustments were made, and improvement was noted, however, the recipient's device was explanted.